Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found the issue with power supply. To resolve the issue, the fse has replaced the rear panel of mpdu, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.